Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was going to see a healthcare professional (hcp) on (B)(6) 2017. It was like electrical shocks going down the back of their upper leg. About two hours after the issue, it was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having a head scan when about 2 minutes into the scan the patient felt electrical currents going down their leg. Patient was removed from the scanner but they still felt sensation in their leg when they left the room and noted it was about 10 minutes after being pulled from the machine. It was noted that the MRI followed the protocol, used transmit/receive coil, worked in normal operating mode, and the ins was turned off. Patient stated about 6 months ago they had their device checked because it was not working as well as they had hoped, but everything looked ok. Patient mentioned they were feeling stimulation go down the back of their leg and into their knee which they had never felt until in the MRI scanner. No further complications were reported.